Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the reagent lot number and expiration date were not provided. The field service representative found the sample probe was dirty. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein results for 1 patient sample on a cobas c 503 analytical unit. The sample type was cerebrospinal fluid (csf). The initial result was 0.0410 g/l. The result was questioned by the physician and the sample was repeated. The repeated result was 0.537 g/l.

Manufacturer narrative:
The sample probe was investigated, and the investigation results with the sample probe were within specifications. There was no foreign substance or coating on the inner wall surface of the returned sample probe. The sample probe was contaminated from the outside. The investigation did not identify a product problem. The investigation determined the issue was consistent with a pre-analytical handling issue.